Event description:
Pt underwent bankhart repair in 2006, utilizing four (4) suture anchors. Physician reportedly received a notice alleging metal fragment(s) were identified in the pt's shoulder. Source of the retained fragment(s) has not been verified.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A one page voluntary medwatch report was received on 9/13/2007 from the user facility.